Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: addr01 ipg, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had chronically low impedance reading which was causing a switch to unipolar sensing. There were some short, non-sustained episodes most likely caused by lead noise. Electromagnetic interference was suspected; however, the source is unclear. The lead remains in use. No patient complications have been reported as a result of this event.